Event description:
It was reported that one month after surgery a pt developed an infection with the sutures spitting. Two additional procedures were performed to debride the wound site and for removal and replacement of the suture. The pt is reportedly doing well now.